Event description:
In 2009, the patient was treated for a rupturing dissected pseudo-aneurysm with gore excluder aaa endoprostheses. After the trunk-ipsilateral leg component was placed, the delivery catheter for the contralateral leg component was advanced; however, it got caught on the contra gate and pushed the trunk suprarenal, and covered the superior mesenteric artery (sma) and the celiac. A decision was made to convert to open surgical repair. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process. Attempts to acquire information required for this form were made by gore. Blank required fields indicated that the information was not provided, was deemed unavailable or was not applicable.